Manufacturer narrative:
Additional information: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a battery error. It was stated, "two battery error/pump failure. # (B)(4) was programming pump with battery error occurred. # (B)(4) - was a spontaneous battery error. There was no handling of the pump when the error occurred." The event occurred during patient use. There was no known patient injury or medical intervention associated with this event. No additional information is available.